Manufacturer narrative:
Failure analysis for fiber 0010-2400-509a-(B)(4): the fiber glass and metal cap are still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist based on the device analysis, the product complaint of "cap fell off" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first surgical fiber used stopped working at 57,744 joules of use and 18 minutes. The fiber was replaced and the procedure was continued using a second fiber. The second fiber distal tip / cap "fell off" at 46,068 joules of use and 13 minutes. The first and second fiber tips (caps) were cleaned during the procedure. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the second surgical fiber used.